Event description:
To summarize the clinical event. Guidant received info reporting that during a case involving the right fistula, the device was inflated up to 20 atm and it ruptured. As some of the balloon material was left in the pt, the pt was taken to surgery for removal of the material. All of the material was removed and the pt was reported to be doing fine.